Event description:
It was reported via phone call, that the emergency medical services was called on or around (B)(6) 2015. Customer's blood glucose levels at the time was 27 mg/dl. It was also reported that the customer's daughter found her passed out in her vehicle. It was not mentioned if the customer was wearing the insulin pump at the time of incident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.